Event description:
Case description: on (B)(6) 2017 also, the blood glucose remain elevated and treatment with novopen echo was discontinued. On (B)(6) 2017, blood glucose returned to normal (value not reported). On (B)(6) 2017 the outcome for the event "dka" was reported as recovered. On (B)(6) 2017 the outcome for the event "blood sugars had been through the roof" was reported as recovered. Since last submission this case has been updated with the following: relevant tests/laboratory data updated. On (B)(6) 2017, the blood glucose remain elevated and on (B)(6) 2017, blood glucose returned to normal (value not reported) were added in narrative. Manufacturer comment updated. Narrative updated. Unchecked required intervention to prevent permanent impairment/damage (devices). Manufacturer comment: (B)(4) 2017: as the device novopen echo has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 544982 the reported events are listed. There is conflicting information in regards to event onset date and outcome.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) dka [diabetic ketoacidosis], blood sugars had been through the roof [blood glucose increased], plunger had broken and the thread on the cartridge holder was cracked, novopen echo was not administering insulin [device failure], novorapid was not working [drug ineffective]. Case description: this serious spontaneous case from the (B)(6) was initially reported by a consumer and confirmed by diabetes nurse specialist as "dka" beginning on (B)(6)2017, "blood sugars had been through the roof" beginning on (B)(6) 2017, "plunger had broken and the thread on the cartridge holder was cracked, novopen echo was not administering insulin" with an unspecified onset date, "novorapid was not working" beginning on (B)(6) 2017, and concerned a (B)(6) years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for 1 year due to "device therapy" and novorapid penfill (insulin aspart) from an unknown start date for an unknown indication. Patient's height: 157 cm medical history includes type 1 diabetes mellitus (since 2006) and asthma. Treatment included - insulin (insulin). On (B)(6) 2017, the patient's hba1c was 85mmol/mol. On (B)(6) 2017, the patient attended accident and emergency with raised blood glucose value 31mmol/mol and ketone levels. The patient was treated with IV insulin, the event resolved and the patient was discharged but since then glucose and ketones had risen again. On (B)(6) 2017, novorapid was not working as it should as glucose and ketones remained elevated, ketones were 1.6 mmol/mol. Novopen echo plunger had broken and was not administering insulin. The thread on the cartridge holder was also cracked. The patient noticed the plastic cartridge housing on pen was cracked. The patient received a replacement novopen the same day and blood glucose and ketone levels returned to normal. On (B)(6) 2017, treatment with novopen echo was discontinued. Diabetic nurse had the broken pen but the suspected products have been discarded and therefore will not be returned for investigation. Action taken to novorapid penfill was not reported. Action taken to novopen echo was reported as product discontinued. On (B)(6) 2017 the outcome for the event "dka" was reported as recovered. On (B)(6) 2017 the outcome for the event "blood sugars had been through the roof" was reported as recovered. The outcome for the event "plunger had broken and the thread on the cartridge holder was cracked, novopen echo was not administering insulin" was reported as unknown. The outcome for the event "novorapid was not working" was not reported. Reporter's comment: no batch number for the insulin cartridges or insulin pen is available. Investigation results: name: novorapid® penfill® 3 ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novopen echo®, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission this case has been updated with the following: primary reporter diabetes nurse specialist was added. Duration of type 1 diabetes mellitus was added. Patient's height added. Outcome for the events "blood sugars had been through the roof" and "dka" was changed from "unknown" to "recovered" with stop date. Treatment received for the events "blood sugars had been through the roof" and "dka" was changed from unknown to yes. Treatment medication added. Dose description of novorapid penfill was added. Action taken to novopen echo was changed from to product discontinued with stop date causality for the events "blood sugars had been through the roof" and "dka" with respect to novorapid penfill and novopen echo was changed from unknown to probable lab data updated. Relevant history added. Hospitalization date added. Event novorapid was not working was added. Narrative updated. Reporter's comment added. Investigation results added. Manufacturer comment added. Manufacturer comment: on (B)(6) 2017: as the device novopen echo has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). The reported events are listed. There is conflicting information in regards to event onset date and outcome. (To be clarified). Reporter comment: batch numbers for insulin or insulin pen are unavailable. Evaluation summary: novopen echo®, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Dka [diabetic ketoacidosis]. Blood sugars had been through the roof [blood glucose increased]. Plunger had broken and the thread on the cartridge holder was cracked, novopen echo was not administering insulin [device failure]. Case description: this serious spontaneous case from the (B)(6) was reported by a consumer as "dka" beginning on (B)(6) 2017, "blood sugars had been through the roof" beginning on (B)(6)2017, "plunger had broken and the thread on the cartridge holder was cracked, novopen echo was not administering insulin" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen echo (insulin delivery device) from unknown start date as device therapy, novorapid penfill (insulin aspart) from unknown start date (since 11 years) due to an unknown indication. Patient's height, weight and body mass index: not reported. Medical history included type 1 diabetes and asthma. The patient was on antidepressants and also on medications for asthma. It was reported from (B)(6) 2017, the patient's blood sugars had been through the roof and the patient was getting ketones from (B)(6) 2017. The patient reported that she had been to adverse event twice, (first time on the (B)(6) 2017) and was in dka (diabetic ketoacidosis) (on the (B)(6) 2017). The patient reported that novopen echo plunger had broken and was not administering insulin. The patient reported that the thread on the cartridge holder was also cracked. The patient reported that her diabetic nurse had the pen now as it was broke and the patient was using novopen echo for 1 year. Action taken to novorapid penfill was not reported. Action taken to novopen echo was not reported. The outcome for the event "dka" was unknown. The outcome for the event "blood sugars had been through the roof" was unknown. The outcome for the event "plunger had broken and the thread on the cartridge holder was cracked, novopen echo was not administering insulin" was unknown.